Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg is inoperable after the patient underwent an unrelated surgical procedure and did not set their ipg to surgery mode. Surgical intervention is pending to address the issue.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.